Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited fluctuating pace impedance measurements from 450 ohms to 1250 ohms and pacing inhibition. The patient also experienced near syncope. The pacemaker and lead were explanted and replaced. No additional adverse patient effects were reported.